Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were erroneous results with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. This occurred on 100 occasions but additional information regarding these occurrences are unknown at this time. The following information was provided by the initial reporter: the customer changed from using competitor tubes to bd vacutainer tubes in november 2018. One primary care practice has reported significant differences in mcv values since the change.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were erroneous results with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. This occurred on 100 occasions but additional information regarding these occurrences are unknown at this time. The following information was provided by the initial reporter: the customer changed from using competitor tubes to bd vacutainer tubes in (B)(6) 2018. One primary care practice has reported significant differences in mcv values since the change.